Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted. Associated reports: 1219977-2014-00383.

Event description:
The report states that during a fenestrated abdominal aortic aneurysm (aaa) repair the physician had a problem with a stent. Many products passed through the 6fr sheath. The stent was advanced and attempted to be delivered into the right renal artery. As it was advancing through the 6 fr sheath, it was noticed that the stent had moved and only half of the stent was still on the balloon. The physician stopped advancing the stent and pulled it back out of the sheath. The stent was successfully removed from the sheath. No harm came to the patient.